Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 478 to 549mg/dl. The customer treated with insulin. Customer indicated that they spoke with their diabetes educator and that they may have had scar tissue when inserting infusion sets. Customer indicated that they changed the reservoir to lower their blood glucose. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.